Event description:
It was reported that after the lens was inserted into the capsular bag the lens haptic ripped during unfolding. The incision was enlarged to remove and replace the lens with another lens. A stitch was placed in the incision. The lens that was used during this event is reported under 111927-2012-00296.

Manufacturer narrative:
A lot number was not provided therefore a lot history review could not be performed. Additional information has been requested but no new information has been received. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.